Event description:
It was reported that during a surgical procedure involving the device was locked on tissue, which resulted in extended surgical time. The device was replaced, and an emergency tool was used to address the situation.

Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle, (serial # unknown) egia60avm, egia60avm egia 60 artic vasc med sulu, (lot # unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual <(>&<)> fu nctional evaluation found no notable condition related to reported condition. It was reported that the device was locked on tissue. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of uart communication errors. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.